Manufacturer narrative:
Device evaluation: the device was returned and evaluated by a cross functional team on 10 feb 2022. The device was returned in two pieces; the device's working length was separated from the bifurcate handle. Fibers were broken and exposed at the proximal end of the working length and at the distal end of the bifurcate. The broken fibers appeared charred and the device's outer jacket appears melted. A kink was present in the device's working length, 15 inches from the distal tip. No breach to the outer jacket was detected in the kinked area. Historically, the manufacturer has seen this failure when excessive forces are applied to the device. The device becomes kinked, and broken fibers at the area of the kink produce laser energy, which creates a breach in the device's outer jacket. In this case, the device was separated completely into two pieces. This failure has been determined to be use related.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose to use a spectranetics 12f glidelight laser sheath to attempt extraction. During the case, the physician was at an odd angle, pushing and bending the glidelight device when fibers broke through. Another glidelight device was opened and the procedure was completed with no reported patient harm. This event is being reported due to the device''s separation and unintended radiation exposure from the 12f glidelight device, potential for harm.